Manufacturer narrative:
The agent reported a revision surgery due to baseplate loosened. Baseplate, screws, glenosphere and humeral poly were explanted. Patient was implanted with hemi adapter and humeral head. 72 yrs/male. Complaint has been evaluated and is similar to report number 1644408-2019-00725; (B)(4), s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient's baseplate was loose.